Manufacturer narrative:
The serial number of the subject pacemaker is unknown. The exact implantation date is unknown.

Event description:
Reportedly, the subject pacemaker was implanted in 2010. The patient died on (B)(6) 2020. The device was interrogated after the patient death on (B)(6) 2020. The physician had questions about the data observed in patient files, but it was reported that he does not suspect a device malfunction at the time of death. No anomaly is suspected on the subject pacemaker based on preliminary analysis results.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: (B)(4).

Event description:
Reportedly, the subject pacemaker was implanted in 2010. The patient died on (B)(6) 2020. The device was interrogated after the patient death on (B)(6) 2020. The physician had questions about the data observed in patient files, but it was reported that he does not suspect a device malfunction at the time of death. No anomaly is suspected on the subject pacemaker based on preliminary analysis results.